Manufacturer narrative:
H10: the actual device was not available; however, a video was provided for evaluation. Visual inspection of the video showed drops of fluid outside of the housing at the height of the connector. The origin of the fluid leak was not clearly visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a polyflux 17l due to a damaged port. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6): should additional relevant information become available, a supplemental report will be submitted.